Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 4968, implantable pacing lead, implanted: (B)(6) 2010; 4968, implantable pacing lead, implanted: (B)(6) 2010; 5071 (x2), implantable pacing lead, implanted: (B)(6) 2010.

Event description:
It was reported an infection occurred. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.